Event description:
It was reported that the patient presented to the hospital for unrelated issues. The patient received inappropriate atp for atrial flutter with rapid ventricular response. The device remains implanted. Patient had lvad implanted.